Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to confirm the reported issue. The nonconforming fluidics module was then replaced to address the issue. The system was then tested and found to meet specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the serial (under investigation), with the same event code. The root cause of the reported event is attributed to nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, an ophthalmic system has intra ocular pressure issue and unstable chamber. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date.

Manufacturer narrative:
Additional information was provided in section b.3, b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information indicated that the event occurred during vitrectomy surgery. The surgery was completed on the same day using a lower cut rate and lower vacuum. There was no patient impact.